Event description:
It was reported that nurse was in the home to do catheter change due to leaking of urine. The catheter was removed and new 18fr catheter was inserted. The balloon was inflated, and patient was complaining of pain. The nurse attempted to deflate the balloon to reposition the catheter, but the balloon would not deflate and unable to pull any fluid out of balloon. The catheter was eventually cut to try to drain the balloon. This did not work either and patient was transported to emergency room. The emergency room physician was also unable to deflate the balloon. The urologist ended up having to pop the balloon with forceps while it was still in the bladder. The catheter was cut and after repositioning patient the balloon did drain, and the catheter was removed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was in the home to do catheter change due to leaking of urine. The catheter was removed and new 18fr catheter was inserted. The balloon was inflated, and patient was complaining of pain. The nurse attempted to deflate the balloon to reposition the catheter, but the balloon would not deflate and unable to pull any fluid out of balloon. The catheter was eventually cut to try to drain the balloon. This did not work either and patient was transported to emergency room. The emergency room physician was also unable to deflate the balloon. The urologist ended up having to pop the balloon with forceps while it was still in the bladder. The catheter was cut and after repositioning patient the balloon did drain, and the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.